Manufacturer narrative:
As reported, a saber rx 5mmx6cm 155cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion; however, during its second inflation, the balloon ruptured at ten atmospheres (10 atm). It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The patient¿s information, patient¿s vessel level of tortuousness and rate of stenosis was unknown. The product was removed intact (in one piece) from the patient. The patient has an infectious disease which is the reason the device will not be returned. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17402344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber rx 5mmx6cm 155cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion; however, during its second inflation, the balloon ruptured at ten atmospheres (10 atm). It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The patient¿s information, patient¿s vessel level of tortuousness and rate of stenosis was unknown. The product was removed intact (in one piece) from the patient. The patient has an infectious disease which is the reason the device will not be returned. Additional procedural details were requested but are unknown.